Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation revealed that the distal end of the driver where the screw is loaded is slightly bent. Significant amount of nicks and marks were also observed on the distal part of the driver, indicating heavy usage. Moreover, the lot number on the device indicates that the device is approximately 6 years old. This failure has been consistent with application of excessive force over time. This complaint can be confirmed and the failure of the driver can be attributed to field wear due to repetitive excess force being applied. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by an employee via email that during an unknown procedure, at the start of the case, the 23 mm modular tenodesis driver tip of the shaft was bent. The case was completed by using a 30 mm driver to screw in the milgro anchor with no patient harm or delay. No additional information was provided.